Event description:
It was reported the keyboard and rear hatch needed to be repaired. It was also reported the rf head, cord, and stylus were missing, and the monitor "goes crazy," at times. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) after programmer was on for awhile there were vertical lines on the display screen. The stylus pen, keyboard slide plate, and power cord are missing. Both keyboard hinges are broken and the power cord bay door has a broken latch.